Event description:
It was reported that during cleaning and sterilization, the customer noted a frayed cable on the maryland bipolar instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that the pitch up cable was found to be frayed at the distal clevis hub. The clevis did not exhibit any damage or wear marks. There was no damage found at the clevis. Instrument passed electrical continuity test. Additional observation not reported by the site was distal pulley mechanical indentations. The instrument exhibited indentations at the edge of the distal pulley and visible scratch marks on the pulley's surface. Failure analysis concluded that the damage was likely due to mishandling. Additional observation not reported was grip tip damage. One grip was found to be bent, causing side to side misalignment of the grips. There was a .044 offset at the tips, indicating overloading at the tip. Failure analysis concluded that damage was likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable could likely cause or contribute to an adverse event if to reoccur.